Manufacturer narrative:
Due to system limitations, the following health effect - clinical code could not be included in h6: respiratory system e07: cough e0712. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later reported that the patient was admitted on (B)(6) 2024 and treated with intravenous antibiotics for a driveline infection. The patient experienced symptoms of fever, cough, left chest pain, and purulent drainage from around the driveline. They had mild leukocytosis. On (B)(6) 2024 the blood culture was negative and the abdominal wound culture showed proteus, which was resistant to unasyn, and enterococcus. On (B)(6) 2024 the sputum identified proteus. On (B)(6)2024, the surgical abdominal wound identified proteus, corynebacterium striatum, and prevotella. The blood culture on (B)(6)2024 was negative. (B)(6)2024 sputum culture was pending. They were treated with irrigation and drainage. The leukocytosis was improving, but there was still purulence at the driveline incision and drainage site. They planned for treatment with antibiotics through (B)(6)2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file captured events from 09oct2024 through 21oct2024. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. The IFU lists potential adverse events, including infection (local, driveline, pump pocket), that may be associated with the use of the heartmate 3 lvas. This document also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.